Event description:
Procedure type: sigmoid resection. According to the reporter: after firing, it was noticed that half of the staples remained in the device. Subsequently the procedure was converted to open surgery. Under 500cc bleeding was reported.

Manufacturer narrative:
Initial report sent: 08/26/2008.